Manufacturer narrative:
Complete event site name: (B)(6). Complete initial reporter: (B)(6). This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon wasn't wrapped tightly/split during insertion. A replacement device was used to continue therapy. There were no reported consequences or impact to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon wasn't wrapped tightly/split during insertion. A replacement device was used to continue therapy. There were no reported consequences or impact to the patient.

Manufacturer narrative:
Serial #: (B)(4). The product was returned with the membrane completely folded with no traces of blood on the exterior of the catheter. The one-way valve was also returned. Five catheter tubing kinks were observed at approximately 67.6cm, 70.1cm, 71.9cm, 72.9cm & 75.9cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the product. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab and since we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).